Event description:
The disposable loading unit was used with a disposable stapler during a bowel resection. Reportedly, the staples did not form properly. The surgeon reloaded the instrument and completed the procedure without incident.